Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's is experiencing ineffective stimulation therapy and is unable to increase stimulation . Diagnostics revealed all the contacts have high impedances. Surgical intervention may be taken to address the issue.

Event description:
Additional information received advised that the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy resumed post procedure.